Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The returned device was shipped to the supplier, greatbatch medical, for evaluation. The supplier confirmed the event. The root cause of the fracture could not be concluded. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event.

Event description:
Drill bit was bent.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Drill bit was bent.